Manufacturer narrative:
The complaint notification associated with this device described that the proximal hinge of the knee joint broke and a screw was missing. The evaluation of this specific device was conducted at the manufacturer's service center on february 6th, 2017. We can confirm that one bolt in the posterior upper part is lost. Further usage of the knee joint with lost bolt led to damages at front and rear frame. The linkage (customer says hinge) touches the lower part of the joint, but it is not broken. An exact reason for the lost bolt could not be determined. No fall or serious injury occurred due to this failure, but it could have led to patient injury if the malfunction were to recur.

Event description:
Knee joint was sent in for repair. Customer stated that the proximal hinge of the knee joint was broken and a screw is missing. The patient did not fall, no serious injury occurred due to this failure.